Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The synchroseal instrument has been evaluated by the failure analysis engineering team. Initial failure analysis (fa) was confirmed. E-100 generator logs show qty (B)(4) coag, qty (B)(4) seal and qty(B)(4) transect events with no errors. The instrument was used for about 17 minutes. Thermal damage was confirmed to the cut electrode, which is an expected behavior for a synchroseal instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchroseal instrument to perform failure analysis. The instrument was found to have a broken snake wrist cable at the distal end. The synchroseal instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument passed the electrical continuity, jaw gap verification and grip force tests. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots missing. A review of the logs showed no errors. Additionally, the instrument exhibited imprecise motion. The instrument was found to have a dislodged snake wrist at the distal end, missing the jaw cover and scratch marks/abrasions to the grip tips. Further evaluation found the instrument had damage to the white part of the cut electrode of the grip tips. A broken piece approximately 0.034" x 0.03 in size was not returned with the instrument. Signs of thermal damage was also observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the synchroseal instrument stopped working while in a sealing sequence. The instrument wire that held the jaws together was reported to be broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that there was no injury to the patient due to the insufficient sealing, the surgeon was using the instrument when it stopped working all of a sudden and a wire was noted to be loose. The instrument was working prior to the issue for approximately half of the case. The customer was unsure if there was a continuous tone while the pedal was being pressed but did not hear any sounds out of the ordinary. The tissue that was not sufficiently sealed was not cut.